Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimal access surgical technology- posterior lumbar interbody fusion (mast- plif) at l4-5 due to lytic listhesis at that level. Post-op (during device maintenance), the screw was found broken. Reportedly, the patient was in tremendous back pain. Hence, a revision surgery was performed in which the broken screw was partially explanted, the screw shaft was left inside the patient.

Manufacturer narrative:
X-ray review: post-op x-ray from l4-5 posterior lumbar fusion shows fractured l5 screw. No interbody device is present. Fusion status is unknown but failure appears to have happened in early post operative period. Hardware placement and size appears appropriate. If information is provided in the future, a supplemental report will be issued.